Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to maintenance. UDI: (B)(4).

Event description:
It was reported that the tip on the drill (cutter) device was stuck in the motor device. During service and evaluation, it was determined that the device pawls were damaged, could not release the cutter device, ran in the locked position, and the locking components were damaged. The device also failed pretests for cutter lock assessment and safety assessment. It was not reported if the device was used in surgery. There was no patient involvement reported. It was reported that there were no delays a surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.